Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: tritanium patella-asymmetric; cat# 5552-l-350; lot# dkt9, tritanium bplate triathlon s7; cat# 5536b700; lot# ctd22458, triathlon p/a cr beaded #7r; cat# 5517f702; lot# dtd2n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "patient had right knee joint space infection. Implanted antibiotic spacer with cr femur and all-poly tibia. No complications. No damage visualized to parts other than that created during removal..."